Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. It further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
It was reported by the hcp, that the patient has an infection. It is unknown whether the device remains implanted.